Manufacturer narrative:
D6b updated. The investigation is ongoing.

Manufacturer narrative:
D6b: updated explant date. Investigation summary: the cause of the placement signal issue was not established as no product or logs were returned for analysis.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. It was reported that there was a placement signal not reliable. The patient was noted to be in stable condition. The patient remains on support.